Event description:
Caller reported that insulin gauge displayed an amount different than expected, causing concerns about potential discrepancies. Customer's blood glucose level was high, but the specific value was unknown. To address the high blood glucose level, customer administered a corrective injection via multiple daily injections (mdi). Tandem mobi mobile app did not display an incorrect amount at the time of the call, as the issue had occurred earlier. Caller resolved issue by reloading same cartridge and was advised by technical support to access the in-app cartridge load resource for guidance. Caller was further advised to contact technical support for troubleshooting if the issue recurred.